Event description:
It was reported that the pump battery depleted too fast, causing it to shut down. This led to high blood glucose levels for the customer, although a specific value was not provided. The customer understood the effects of the pump shutting down after education from technical support and performed a correction injection to address the high glucose levels. There was no injury, and the customer did not have ketones. Upon charging the pump, troubleshooting indicated that pump battery was depleting normally based on settings and customer usage, which the customer understood and acknowledged. The customer continued to use the pump for insulin therapy.